Manufacturer narrative:
An event regarding lucency involving an unknown implant shell was reported. Incomplete seating of the shell during primary arthroplasty was confirmed through a medical review. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device remains implanted. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: procedure-related factors: incomplete seating of the cup during primary arthroplasty. Patient-related factors no info. Device-related factors: none. Diagnosis: incomplete seating of the cup during primary arthroplasty has caused a ¿lucent zone¿ around the cup shell due to inadequate contact between shell and acetabular bone. At 3-months follow-up there are already signs of ongoing bone formation to close the gap space in this otherwise stable cup in a patient without pain. No further problems are expected. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: a review of the provided x-rays by a clinical consultant concluded: incomplete seating of the cup during primary arthroplasty has caused a ¿lucent zone¿ around the cup shell due to inadequate contact between shell and acetabular bone. At 3-months follow-up there are already signs of ongoing bone formation to close the gap space in this otherwise stable cup in a patient without pain. No further problems are expected. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
It was reported patient is not experiencing pain. Lucency of cup. Follow-up in 3 months xrays.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported patient is not experiencing pain. Lucency of cup. Follow-up in 3 months xrays